Event description:
Per the clinic, the electrode array migrated due to a cochlear abnormality, leading to device non-use beginning on (B)(6) 2012. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.